Event description:
It was reported that the customer had an issue with an epidural pump and tubing. A patient complained of pain unrelieved by her epidural, which was replaced a total of 4 times. It was noted that no medication flowed through the epidural tubing despite being attached to the pump. No patient injury reported.

Manufacturer narrative:
D3, d4, g2 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted. A1 updated, h4 unknown. D3, g1, and g2 email is: (B)(6), corrected data: h6: health effects.